Event description:
It was reported that the catheter "broke in the patient". No further patient completications were reported.

Manufacturer narrative:
The analysis of the device is pending. The event concerns a device that was manufactured and used outside the united states. The device was manufactured between august 2003 and august 2004 and was listed in the advisory letter issued in july 2005.